Event description:
The endo stitch suturing device was defective in that it would not allow the suture to load and fire properly. It was removed from the field and a new suturing device was opened to complete the procedure without further issue. No harm came to the patient. Per site reporter: covidien will be issuing a return kit. We will return the device for failure analysis.